Event description:
The customer reported that during a patient procedure, the table in button on the front gantry control panel does not move all the time when the motion in is pressed. The operator pressed and released the button again to engage the couch movement. A philips field service engineer (fse) confirmed there was no rescan or harm to the patient or operator. The fse reviewed the log files and found a "s_command_button_stuck" error. The fse replaced the right and left front gantry control panels which resolved the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6), reported that the table in button on the front gantry control panel does not move all the time when motion-in is pressed. The operator presses and released the button again to engage the couch movement, for brilliance 64 slice CT system. The system was in clinical use at the time that the issue was discovered. There was no report of any harm to the operator, patient or bystander during the incident. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. Fse reviewed the log files and found ¿s_command_burtton_stuck¿ error. The fse determined that there was a problem with a display panel button. Fse replaced front left and front right display panels to resolve the issue. After the fse¿s service, the system is working normal. Philips fse informed that the defective display panels were scrapped. No other stuck button complaints have been received from the customer after the left panel was replaced. Per sap, the fse replaced the ass'y rh panel with microphone and ass'y lh panel with microphone. The activity performed by the fse is documented in a service work order. The bug reps/log files were provided by the fse, for investigation. The logs were reviewed by the CT software engineer. The CT software engineer determined that logs provided did not indicate which button was stuck and the problem was solved by replacing the gantry panel therefore it was not a couch problem. Engineering documented their evaluation in a technical review record (trr). The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope. Single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion; emergency stop controls enable termination of motion in hazardous condition; emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. The fse determined that there was a problem with a display panel button. The logs provided did not indicate which button was stuck. Philips fse informed that the defective display panels were scrapped therefore a root cause of the issue could not be performed.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).